Event description:
It was reported that the 9900 system had a interlock failure error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator drive was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.